Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found the glass part of blood leak detector had been broken and the fse replaced it. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation) h10. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
N/a

Event description:
It was reported that during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.